Event description:
Unable to process mammography x-ray films due to poor design. The processor in question was installed in 6/94, since then numerous problems have occurred. A distinct flame pattern on film was from a poor design in the developer recirculation system. Roller marks were being left on films from poorly designed developer rolers and crossover racks which made radiographs unacceptable by acr. Defective temp control microprocessor board rendered the processor unable to process mammography films. The last problem that was encountered was an icicle pattern on the film that could not correct, and was caused by the faulty rack system. Since this unit was installed in 6/94 this unit has yet to process an acceptable x-ray film. Co svc and repair personnel have made numerous attempts to repair this unit without success.